Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The device was scrapped and the customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.